Event description:
It was reported that the 50 ml bd¿ syringe with 18g needle experienced leakage during use.

Manufacturer narrative:
Investigation summary: 32 samples were returned to sbdm, lot number being 1807123. Sbdm noticed there is leakage on the barrel tip. Water leak test: sbdm conducted water leak test on the 32 pcs returned samples, 2 of the samples was leaking, and both affected samples, the barrel was from cavity no 3. Air pressure leak test: sbdm conducted air pressure leak test on the 32 pcs returned samples under 0.51mpa, 2 of the samples was leaking, and both affected samples, the barrel was from cavity no 3. House sample inspection: sbdm conducted air pressure leak test (0.72 mpa) for house samples manufactured between 02 jul to 26 oct 2018. A total of (B)(4) batches, each (B)(4) pcs were tested. The tested samples includes barrel cavity no 3, in which sbdm inspected carefully. Results was all (B)(4) lots, no leakage was detected. Device history record review: sbdm reviewed manufacturing records for lot 1807123, no abnormality was observed. Customer complaint record review: sbdm reviewed customer complaint record for same product, there was similar issue of the same product (syringe 50ml 18g x 1-1/2) from other customers. Root cause: based on investigation, the likely cause of the leakage was caused by tip damage to barrel cavity no 3. This was attributed to the ejector of syringe barrel mold was pushed out so hard that it damaged the complaint barrel tip part, subsequently causing the leakage at the tip which end customer experience. Corrective actions: sbdm conducted quality training on this customer complaint for syringe manufacturing line and injection molding line workers and quality inspectors. Sbdm strengthen process inspection of syringe molding manufacturing line as well as syringe assembly line and keep monitoring of the processes to see if the same type of compliant occurs again. Sbdm inspected 1,200ea of 50ml barrels and there was no leakage. Sbdm adjusted rest molding condition especially on ejection pressure (from 90 to 80) and ejection speed (from 85 to 75) of the molding machine in order not to touch with molding parts. Conclusion: 32 samples were returned to sbdm. Based on investigation, the likely cause of the leakage was caused by tip damage to barrel cavity no 3. This was attributed to the ejector of syringe barrel mold was pushed out so hard that it damaged the complaint barrel tip part, subsequently causing the leakage at the tip which end customer experience.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed in sections and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 50 ml bd syringe with 18g needle experienced leakage during use.